Event description:
It was reported that the patient experienced a fall. It was also reported that the right ventricular (rv) lead exhibited chronic low r waves. It was also reported that the right atrial (ra) lead exhibited oversensing and undersensing. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.